Event description:
When advancing the stent delivery sys (sds) to a lesion located in the right superficial femoral artery, the tip of the stent started coming out of the inner shaft although the pin was locked. The pt is a male (age unk). The vessel had severe calcification, moderate tortuousity and the rate of stenosis was 99%. The prod was properly inspected and prepped, prior to use. The physician used a contralateral approach to access the lesion. It is noted that there was resistance when advancing the sds through the vessel due to the severe calcification that was present. When it was noticed that the stent had deployed, the physician removed the sds from the pt's body and another smart control stent was used to successfully complete the procedure. There was no reported injury to the pt.

Manufacturer narrative:
The prod is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.